Manufacturer narrative:
The insulin pump had currents in specifications. No unexpected battery out of limit. No button error alarms. The device had intermittent button response due to moisture damage on keypad traces. Numbers do not ramp up on its own or scroll bar moving with no input. No frozen screen or blank display. The lcd board ok. The device had scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm, button error alarm, and keypad anomaly. The blood glucose at the time of the incident was 184 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.